Event description:
Same case as MFR# 6000089-2004-00586, 6000093-2004-00485. It was reported that during a coronary drug eluting stenting treatment procedure, a subacute thrombosis occurred. In 2004, per angiography, it was discovered that there was diffuse moderate disease in the mid segment of the left anterior descending (lad) artery with 50% stenosis. This segment also involved the origin of the first diagonal (dx) artery. The dx branch had eccentric 90-95% stenosis. Per the procedure notes, a bmw guidewire was advanced across the mid lad artery lesion. A luge wire was advanced across the stenosis at the origin of the first dx. Ivus assessment of the proximal lad as well as the origin of the dx revealed significant disease in the mid lad proximal to the origin of the first dx. The lesion was a true bifurcation lesion. A 3.0 mm x 6 mm cutting balloon was positioned into the origin of the first dx artery. It was inflated twice up to 8 atms for up to 30 seconds. Subsequent angiography revealed improvement in the luminal stenosis at the origin of the dx with a dissection in the treated segment. A taxus express2 3.0 mm x 12 mm stent was positioned over the origin of the first dx. There is allowance for stent protrusion into the mid lad to ensure adequate coverage of the first dx origin. The stent was deployed at 12 atms for 25 seconds. The delivery balloon was then positioned over the stent inlet and inflated to 8 atms for 10 seconds. Subsequent angiography revealed subtotal stenosis in the lad distal to the origin of the first dx. The first dx, however, was well treated and covered by the deployed stent. The pt developed chest discomfort with the threatened occlusion of the lad and was treated with IV integrilin therapy protocol. A bmw was then advanced across the stent struts in the mid lad. A maverick 3.0x15mm balloon was then positioned into this segment and inflated twice up to 6 atms for 15 seconds. There appeared to be a focal area of dissection in the proximal lad with repeat angiography. A taxus express2 3.0x32mm stent was then positioned to cover the mid lad disease as well as the proximal dissection. The physician went on to perform kissing balloon angioplasty with a maverick 2.5x15 in the dx and maverick 3.0x15 in the lad without any complications. Subsequent ivus assessment revealed adequate stent apposition in the mid lad with patency of the first dx. However, the proximal stent segment appeared to be under expanded albeit with good apposition because of "signification" disease. This area was then dilated with a 3.5x8 powersail and final angiography revealed 0% residual stenosis in the stented segments of the lad and dx. Five days later: pt presented to the e.r. With acute anterolateral st elevation myocardial infarction. Lad was 100% occluded with thrombus present. The dx was also 100% occluded with thrombus present. A 3.25x30mm quantum maverick balloon was inflated in the lad with resolution of flow. A 3.0x9mm maverick balloon was maneuvered down the occluded dx through the complex y stenting and inflated several times. Kissing balloon technique was then utilized to dilate both the dx and the lad bifurcation simultaneously with a maverick 3.0x9 (the one previously used in the dx) and a maverick 3.0x20mm (new, used in the lad). A taxus 2.5x12mm stent was placed in the dx just distal to the stent placed 5 days ago. Timi grade iii flow was achieved but there was a 80-90% ostial lesion of the dx and a 50-60% lesion in the lad at the bifurcation point. Since the pt was stable they elected to send the pt to ICU and asked the surgeons to consider pt for urgent bypass surgery to the lad and dx. Integrilin and plavix were held in anticipation of surgery. The current status of the pt is listed as good.